Manufacturer narrative:
A service call was performed and the cynosure service engineer found that the shutter on the handpiece had a loose screw. The screw was tightened and the laser performed to specification. This is an isolated incident.

Event description:
Laser firing on its own. No patients were injured.